Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 2.75x16mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal half of the stent lifted and pulled in all directions. The proximal end of the stent was slightly flattened. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hyppotube kink located 1010mm distally from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noticed that the stent struts on the distal end were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noticed that the stent struts on the distal end were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.